Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to exit the "preparing to prime" loop. The customer's blood glucose level was 250 mg/dl. Troubleshooting was done. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but failed during prime test due to loose drive support disk.